Event description:
It was reported that the pt underwent fusion from t4 to l3 with crosslinks, hook claws at t4/t5, additional hooks mid-thoracic and screws as distal anchors. One year post-op, x-rays showed loosening of the cap on l3; the pt was asymptomatic. Two year post-op, x-rays showed the left and right set screws at l3 popped off of the screws; the pt had mild pain. The pt underwent revision surgery. Reportedly, the pt did not appear to be fused at l3. No additional pt complications were reported.

Manufacturer narrative:
The set screws were not returned for eval. X-rays showed a complex scoliosis construct from high thoracic to l3 with hooks and pedicle screws. Two year post-op films show l3 set screw caps have loosened.